Event description:
The customer reported to olympus that when powering on the evis exera iii xenon light source, the front panel was flashing. There was no patient harm associated with this event.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported the front panel was flashing when the power was turned on. The customer did not have the device present at the time of the call; tac suggested they check that the spring-loaded switch is in the 12 o¿clock position and call back as needed. Customer called back, stated she was able to clear the error and device was working as intended. The device is not expected to be returned. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the subject device was not returned, and the duplication check of the reported phenomenon, ¿front panel blinks when the power is turned on¿, was not carried out. Thus, the cause of the phenomenon was not identified. Additional information stated that the customer was able to clear the error, and after that, the device could be used without any problem. However, information on the cause of the phenomenon and a defective part were unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.